Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause of this issue was determined to result from a software exception error during the stress echo exam. The probable reason for the error is due to the stress echo subsystem attempting to access a backup file being controlled by solidcore at the same time. Software was reloaded on the system to resolve the issue. The occurrence of this error was resolved via a fix in software. Reference#: (B)(4).

Event description:
While using the sc2000 for a dobutamine stress test, an error message appeared. This occurred during post imaging. After the error message popped up, the customer was unable to review all the images from the stress test stages including baseline, first stage, and post infusion. They decided to end the study, hoping the images would be preserved and transferred to the pacs system. However, this did not happen and data was lost. The file only contained images captured prior to starting the stress test. The examination had to be repeated.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).